Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. During the device eval, the drill attachment operated very rough, indicating possible contamination within internal components. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during equipment testing, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.